Manufacturer narrative:
(B)(4) follow up emdr for manufacture evaluation. No sample was returned for analysis. Consequently, the investigation was not able to confirm the reported failure mode through a sample evaluation. Catheters are tested for their tensile properties during incoming inspection. No issues were identified during incoming inspection, manufacture or quality inspection for this lot of catheters (0001158869). Likewise, the complaint investigation was not able to identify a probable root cause based on the results of the investigation. Additionally, a device history record review was completed and there were no issues identified during manufacture or quality inspection. Since no probable root cause was identified by the investigation, no corrective or preventive action could be identified for the complaint. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences through the quality data analysis process.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Physician was removing 2 pleurx catheters after a 1-2 month indwelling duration and both catheter broke at removal. Doctor went to remove catheter and it broke just before the cuff on the end towards the valve. Patient would have required surgical removal but elected not to go to surgery. On 10-july-2018 add'l information: . I used my normal technique of removal ¿ the skin was numbed with 1% lidocaine around the cuff, then forceps were used to separate the white cuff from the subcutaneous tissue. Once it was free, I pulled on the catheters. Normally, they pull right out with a little bit of force. These two catheters tore completely right around the cuff leaving the rest of the catheter in the subcutaneous tissue and pleural space. They both tore. One tore just before the cuff and the other tore right after the cuff. One was removed during a subsequent chest surgery, the other I decided to leave in place as the patient is too frail for surgery. The one that was removed at surgery was not loculated, but it was one that I put talc through at the time of placement. (Unfortunately the talc was not effective in achieving pleurodesis.) The second one that I left in the patient was a loculated effusion (no talc). This record captures the 1st patient involved. The second patient is captured in (B)(4). On 17-july-2018: phone call with dr. (B)(6) provided additional information. Patient was a male being treated for a malignant effusion. Talc was used to attempt to achieve pleuradesis, which failed. The catheter which was implanted on (B)(6) 2018 broke upon removal, beyond the cuff leaving a small portion inside the patient. This was later removed in another surgery. (B)(6)